Event description:
The customer contact reported a tubing separation. After an unspecified length of time in use, the tubing separated at the filter. There was no reported adverse pt event while the device was in use. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received.